Event description:
Boston scientific received information that during a post operative check of this pacemaker, the field representative reported seeing pacing rate go up to 130 beats per minute. Per boston scientific technical services (ts), the electrocardiogram equipment used for monitoring can cause signals to be oversensed by the maximum voltage sensor causing high rate pacing. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.